Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, leaking was observed from the purge reservoir side arm. Attempts were made to change the purge cassette and fluid but issue was not resolved. Purge bypass was performed. Once completed the purge pressure was significantly increased and the purge flow decreased. Impella was successfully explanted and manual pressure held, two perclose deployed, and femostop put in place for additional support. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported "purge leak - pump" has been completed. The product was returned and the "purge leak - pump" was not confirmed. Leak test was performed on pss & leak was found from the luer neck of filter. The cause of the pss leak was due to a crack at the filter joint. This report is being filed as part of a retrospective review of historical records.